Manufacturer narrative:
The patient performed additional comparison tests using their coaguchek inrange meter serial number: (B)(6), a different coaguchek system for troubleshooting purposes, and the laboratory using the chronometric stago method. On (B)(6) 2023, the result from the patient's meter using strip lot: 65457316 was 5.9 inr. The result from the different coaguchek system using strip lot: 68883821 was 4.4 inr. The result from the laboratory within 3 hours was 3.3 inr. On (B)(6) 2023, the result from the patient's meter was 6.7 inr. The result from the different coaguchek system was 6.7 inr. The result from the laboratory was 4.4 inr. On (B)(6) 2023, the result from the patient's meter was 5.7 inr. The result from the different coaguchek system was 5.2 inr. The result from the laboratory was 3.4 inr. Section b6 was updated.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." H3 other text: na.

Event description:
We received an allegation of discrepant inr results with coaguchek inrange meter serial number (B)(6) compared to the chronometric stago method. The result from the meter was 8 inr. The result from the laboratory within 3 hours was 5.6 inr. The patient¿s therapeutic range is 3 ¿ 4 inr.